Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 2.4 mmol/l at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with apple juice. It was unknown that the auto mode feature was active at the time of incident. Customer reported the sensor was failed. Customer reported big difference between sensor glucose and blood glucose. No further complications were reported. Customer will continue use of the device.